Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 15 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised to address malpositioned cup and polyethylene wear of liner.